Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated she had an issue with her accu-chek softclix device. After firing the softclix device, a properly seated lancet was protruding past the end cap of the device. The lancet was not used.

Manufacturer narrative:
The customer returned 1 accu-chek softclix lancing device (lot bav031) and 1 package with 61 unused accu-chek softclix lancets (lot t179046) for investigation. The reported failure on protruding lancets could not be confirmed during investigation.the lancing device was tested with some of the received customer lancets at 11 different pricking depth settings, for each attempt the needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was also disassembled for investigation, but no abnormalities could be observed. Some of the received customer lancets were inspected with a microscope, but no abnormalities could be observed. The received customer lancets had been expired for 4 years.